Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. Visual inspection was performed and no damages were observed. The unit was installed onto an in-house test system and the test system would not power on. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted ventral hernia repair surgical procedure, the surgeon side console (ssc) would not power on. The intuitive surgical, inc. (Isi) clinical sales representative (csr) verified the power outlet was functional prior to calling isi technical support for troubleshooting. The csr also power cycled the system and verified the breaker was in the correct position on the ssc. The customer had already docked the patient side cart to the patient prior to calling and they decided to convert the procedure to a laparoscopic procedure. On (B)(6) 2016, an isi field engineer (fe) performed a field evaluation of the system. The reported complaint was reproduced during testing and resolved by replacing the medical grade power supply. A response to a follow-up request for additional information was received on (B)(6) 2016 confirming that the reported issue occurred after ports had been placed into the patient. The laparoscopic procedure was also reported to have been completed successfully, with no patient harm, adverse outcome or injury occurring.